Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian artery. A 9.0x40x135 cm express ld vascular stent was selected for use. However, upon preparation, it was noticed that the stent struts were kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian artery. A 9.0x40x135 cm express ld vascular stent was selected for use. However, upon preparation, it was noticed that the stent struts were kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: an express ld device was returned for analysis. An examination of the crimped stent identified that the first stent strut on the distal end was damaged. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.